Event description:
It was reported by the rep that the (1) er420 was used during an unknown procedure. It was reported by the rep that the "stapler shoots staples out of the side". There was no pt consequence. There is no other info available.